Event description:
It was reported to covidien that some display segments are missing. There was no patient involvement.

Manufacturer narrative:
Covidien service verified the missing segments. The flat ribbon cable was loose, therefore the missing segments. The cable was fastened. The manufacture date is unknown as the serial number provided is not in the system. (B)(4).